Event description:
The customer reported via phone call that she had been running high and has had issues with the sets. Customer's blood glucose was over 400 mg/dl. Customer stated that the diabetes clinical manager made changes to some of her settings yesterday. Customer stated that she noticed that the adhesive on the infusion set is wrinkled a bit. Customer stated that she is not used to putting on the set yet. Customer was advised to call the helpline if she notices a big improvement in her blood glucose when she changes the set out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.